Event description:
The consumer was leaving his house and reached backwards to pull the door closed when the right side back cane allegedly broke, causing him to fall backwards and hurt his back. No serious injury is alleged. Based on an FDA audit and the auditor's interpretation of the regulations and invacare's intent to follow the law, we are filing this MDR.

Manufacturer narrative:
Based on an FDA audit and the auditor's interpretation of the regulations and invacare's intent to follow the law, we are filing this MDR. The chair was returned in extremely poor condition. It appears that the chair received little to no cleaning or preventative maintenance. The right side frame rear upright was broken where the rear cane is installed. The left side bolt/nut that retain the cane were missing. Engineering was unable to ascertain the likely course of event that led to this failure, but use of the product in this condition would not be advised. The engineering eval does not indicate a malfunction. Current user guide covers proper maintenance. MDR filed based on alleged dr visit. No confirmation of medical treatment has been received.